Event description:
The facility reported an infuso.r. Pump with "syringe assembly is broken". This event occurred during programming/setup in the surgicare department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the "data has been discarded per retention period stated in (B)(4)". A service history review revealed that this device has not been serviced prior to this event. Evaluation summary: the reported problem of an infuso.r. Pump where the "syringe assembly is broken," was not confirmed by any of the completed upstream tasks. The device was not sent in for evaluation. Therefore, no cause was identified and no action was taken to resolve the reported problem.